Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The lesion being treated was located in the moderately tortuous, calcified and 99% stenotic mid right coronary artery. An ivus imaging catheter was used during the procedure, but was unable to cross the lesion. The physician attempted to advance the 3.50x32mm taxus express2 stent to the lesion and reported that "the stent edge lifted inside the patient's body". There were no patient complications. The procedure was successfully completed with another 3.50x32mm taxus express2 stent.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the device found damage to the proximal edge of the stent and the hypotube had kinked twice, approximately 21.0cm and 97.0cm distal from the catheters strain relief. On the first proximal row of the stent two adjacent struts were bent back distally. The damaged section was measured and found to be greater than the normal stent diameter. Attempts to insert the recommended size guidewire (0.014 inch) were unsuccessful due to solidified contrast media present within the entire length of the lumen. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. There are no similar complaints related to this manufacturing batch number. The root cause is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.